Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported via phone that the 2008k2 hemodialysis system experienced recirculate interrupted. Then, when they put it back into recirculate the second time, it recirculates without issue. When they initiate the treatment by pressing treatment clock, the uf goal changes to 3000 ml/min and the uf time changes to 3 hours. Caller states that this began after they upgraded the software to functional board software 5.43 and actuator-test board 2.31. The software was updated on (B)(6) 2018. The caller states that this occurs every treatment. It is occurring on all machines in the unit. He has not witnessed the reported issue. Mode: dialysis, patient on machine, no harm to patient. Patient stayed on machine. Med pro: (B)(6), nurse. Caller was asked to witness the issue to determine if it is occurring as he reports. They may need to get field service on-site to evaluate. The issue occurred during use. There was patient involvement, but no harm, or adverse event associated with the event.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.